Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that after priming the arterial line tubing and connecting it to the umbilical artery catheter in a sterile fashion, blood was noticed backing up into the line and leaking around the catheter end (not at the connection with tubing, but below on the actual catheter. The customer stated that they placed a sterile gauze around the leaking area and notified md immediately. The md proceeded to remove the uac with tip intact.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch form 1402310000-2015-8010.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances found to be related to the reported issue. The product sample was received was received within a generic plastic bag. It consisted of one umbilical vessel catheter, polyurethane catheter, 3.5 fr, product code 8888160424 which came inside a generic plastic bag and presented signs of use. Visual inspection was performed and it was observed that the catheter was cracked on the strain relief. The same result was given by an additional investigation performed by research & development department. During functional testing (underwater test), bubbles were detected coming out from the strain relief. It is important to consider that the instructions for use warns: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter, and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The dwell time of the catheter was not provided, however based on the event description, the issue was noticed during use. 100% devices are inspected for leaks per procedure, which would identify issues in the catheter assembly. Therefore, based on all gathered information, it can be concluded that more likely, the device was damaged during the medical procedure. This reported issue has been confirmed. Based on the available information, the most probable root cause can be considered as misuse, (device was more likely damaged due to the improper use of sharp objects) no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing.

Event description:
For raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.